Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient reported the receiver screen displayed system check error. Patient did not report any injury or medical intervention.